Event description:
The patient was revised due to tight knee. The surgeon had to cut more of the tibial bone.

Event description:
The patient was revised due to the knee was too tight. The surgeon had to cut more of the tibial bone.